Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl. Cause of the low bg was unknown. Bg was addressed via consumption of glucose tablets. Reportedly, the customer reverted to manual injections for insulin therapy.